Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data tile review found one new alarm indicating a continuous open or short of the alignment sensor. Visual inspection of external components found a crack on the side of the fan cover. Visual inspection of internal components found no abnormalities. Freedom driver passed all areas of functional testing for acceptance at incoming inspection. Additional testing included a valsalva maneuver test to mimic the reported coughing episode by manipulating the tank until levels were visibly disturbed. No permanent alarms were produced. A 48-hour observation run was also performed without alarm or malfunction. Customer complaint could not be replicated. Failure investigation for this complaint confirmed the reported issue from the alarm history review. The customer complaint was not replicated during testing; the root cause of the reported continuous fault alarm after a coughing episode was unable to be determined. Failure investigation identified no test failures or damage that could have contributed to the reported incident. Damage found to the fan cover was cosmetic only and does not affect functionality of the driver. No evidence of a device malfunction was found. Alarms indicate successful performance of safety mitigation efforts built into the driver and are not considered a device malfunction. Patient was switched to a backup driver with no reported adverse impact. This issue will be monitored and trended a part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
Patient's caregiver called the on call mcs coordinator to report continuous fault alarm that occurred after patient coughing episode. Patient and caregiver state that after coughing, the driver malfunctioned and then went into a continuous fault alarm. Caregiver changed to backup freedom driver without difficulty and new zip ties placed. No adverse effects to the patient reported.

Event description:
Patient's caregiver called the on call mcs coordinator to report continuous fault alarm that occurred after patient coughing episode. Patient and caregiver state that after she coughed, the freedom driver 5260a malfunctioned and then went into a continuous fault alarm. Caregiver changed to backup freedom driver without difficulty and new zip ties placed. No adverse effects to the patient reported.